Event description:
It was reported the patient was diagnosed with an infection at the ipg site at an unknown date. As a result, surgical intervention took place at an unknown date, wherein the entire system was explanted to address the issue. The patient was treated with prescribed oral antibiotics. The infection resolved over time.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.